Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to remove excess skin overgrowth from around the abutment. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient received a steroid injection of triamcinolone on (B)(6), 2013, to treat reported pain. It was also reported that the patient received steroid injections two years prior (date not reported). On (B)(6) 2013, the patient underwent a procedure to exchange abutment to a longer abutment due to skin overgrowth issues. All reports of pain have been resolved and patient is using device successfully.this report is filed (B)(4), 2013. Implanted device remains.